Event description:
It was observed that during the device evaluation, the camera head exhibited corrosion of electrical contacts. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found corrosion of electrical contacts. Based on the results of the investigation, a definitive root cause could not be identified. The retention period of the DHR is 15 years. Since the device in question was manufactured more than 15 years ago, the DHR could not be verified. This issue is addressed in the instructions for use (IFU): do not bump or drop this product. Water leakage may damage the electrical circuits inside the product. Connect the video connector to the otv-s7v when it is sufficiently dry, including the electrical contacts. Wet connection may cause malfunction. Olympus will continue to monitor the field performance of this device.